Manufacturer narrative:
Upon reassess the event, it was found that this device was reported in the wrong medwatch facility number. Therefore, the initial report should be voided. A another report will be submitted to report this device on this event 3002806535-2017-00898.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported that the patient underwent a left hip closed reduction due to dislocation.